Event description:
It was reported that the during a failed paddle trial, the patient had difficult cervical paddle placement resulting in new onset of numbness in the arm. The patient underwent an explant procedure. No device malfunction suspected. The explanted device will not be returned.